Event description:
The customer reported that the system exhibited communication errors and locked up requiring a system reboot to regain functionality. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board and the fluoro functions board were replaced during the service call. The system was tested, found to be working as intended and put back into service.